Event description:
Healthcare professional (hcp) reports one incident of a blood leak in the middle of the pt treatment as a result of a loose header on the dialyzer. Hcp noticed blood leaking from the header of the dialyzer so treatment was discontinued then restarted with new disposables without incident. Estimated blood loss was 100cc. No pt injury or medical intervention reported.